Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Details of history log: log review shows on (B)(6) 2024 and 11:34pm an infusion start of 2.63ml/hr and 100ml (dl: propofol). With a volume infused to 0.69ml pressure level 9 occurred at 11:57pm, 12:01am and 12:14am. At 12:15am with a volume infused to 0.69ml an infusion start. At 1:24am with a volume infused to 3.68ml an infusion stop and start. At 1:35am with a volume infused to 4.17ml an infusion stop with no further infusions taking place. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: propofol programmed for infusion (B)(6) 2024 at 23:34pm. At 1:35am on 7/15 nursing noticed that the bottle was emptying faster than usual. Even after they paused the infusion pump they saw drops in the drip chamber of the IV tubing. Ran out of 100 ml of propofol within 2 hours when the IV was programmed at 5 mcg/kg/min for an 87kg patient using 1000mg/100ml. 100ml bottle was completely infused within 2 hours.